Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified vessel. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, on the second inflation at 12 atmospheres, the balloon ruptured. The device was removed from the patient without problem and the procedure was completed with a different device. No patient complications were reported and the patient status was good.